Event description:
It was reported that the battery door lid was missing a gasket. Additionally, the investigation identified a downstream occlusion sensor issue, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected, but the investigation could not verify the reported issue. Additionally, the investigation identified a downstream occlusion sensor issue, an issue that could result in a hazardous situation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.